Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient saw a por message on their patient programmer. They had severe pain and believe that therapy being off caused the return of pain from interstitial cystitis. There were no medical procedures or emi that they knew of except for a sterilizer at work at a gynecologist's office. No further device issue alleged/identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by consumer via a manufacture representative (rep). It was reported that they had a por message. They tried to reprogram three times but the por screen kept popping up asking to enter serial number. The rep exited the por screen each time when the prompt appeared. Technical services reviewed that the rep would have to enter the serial number of the device in order to proceed. The rep noted that the patient was running at .5 amplitude. The would try to enter the serial number and reprogram again and then run a longevity check.